Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case, one bail cover and the lower case were broken and contaminated, the battery release, lead flex cover and main seal were contaminated, the ring cover and battery drawer were broken, the keyboard was scratched and the serial number label was torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.